Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, a conclusive cause for the reported recurrent mitral regurgitation (mr) cannot be determined. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: mitraclip and surgery: annuloplasty makes the difference.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported through a research article titled, mitraclip and surgery: annuloplasty makes the difference, identifying mitraclip devices that may be related to recurrent mitral regurgitation, discovered during routine follow-ups. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.